Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving saline (0.0480 ml/day) via an implantable pump for failed back surgery syndrome and spinal pain. It was reported the healthcare provider was unable to fill the patient¿s pump and believed the pump was flipped. An x-ray was taken, and it appeared the pump had flipped. An image of the x-ray was provided with the report which was consistent with the information provided. The healthcare provider was reaching out to another doctor for a possible pocket revision, as they were unable to refill the pump. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The issue had not resolved at the time of the report. Surgical intervention had not occurred. However, it was noted surgical intervention was planned (though not scheduled). The patient¿s status was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event, patient medical history, and patient weight were not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported that the anchor stitches at the initial implant did not hold. The patient had the pump repositioned and re-anchored on (B)(6) 2018. The patient was placed in abdominal binder. No further updates were available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported that the patient's tissue did not hold the suture.